Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient. The initial result of 6.08ng/ml was reported out of the lab. Reruns of the sample were in lower clinical ranges. Patient was transferred to another facility with a cardiac care unit. Patient was re-tested and all cardiac assays were normal. Cardiologist at ccu facility stated that the elevated accu tni result was "incorrect".

Manufacturer narrative:
The sample was collected in a plastic bd 13x75mm lithium heparin plasma tube without gel separator. The specimen was centrifuged at 4,500 rpm for 5 minutes. Customer is noted that all other assay testing on patient was "normal", as was the EKG performed on the patient. The instrument is performing within qc ranges. A system check performed on 11/27/09 failed and then passed upon repeat. The customer does not have a service contract with bci and refused service for instrument verification. No clear root cause has been determined to date for this event. A malfunction will be assumed for the purpose of this report.